Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks along the battery compartment and blinking white/black screen with alarm. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The insulin pump had a blank-flashing white lcd with audio/beeps due to cracked lcd controller. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to a flashing white lcd. The device had a cracked case on the battery tube area. The device had a scratched casing, minor scratches on the lcd window, missing display window cover, pillowing keypad overlay, stained keypad overlay buttons, faded serial number label, peeling end cap address label, missing retainer, and missing reservoir tube o-ring.